Event description:
It was reported that the patient had an acute worsening of heart failure (hf). They had increased swelling, weight gain, and worsening acute kidney injury (aki). The patient has more than double their diuretic requirements. They were going to evaluate for a clot in the pump, log files were sent for review. The event log file captured routine events, the vad and peripheral equipment appeared to be functioning as intended. Pump powers and pulsatility index (pi) values were stable throughout the log file. No indication of any pump thrombus in the log file data.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.